Event description:
It was reported that during a da vinci si myomectomy procedure, the site experienced wristing breaking of the monopolar curved scissors instrument. The instrument was removed and replaced with another of the same type; however the wrist breaks continued to occur. A total of 4 instruments were broken before the customer no longer had anymore monopolar curved scissors. The surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the procedure.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. The investigation conducted by field service engineering concluded that it is likely that the surgeon was putting too much force on the instrument tip. All instruments failed at the same specific location (distal tip where the clevis meets the fiberglass shaft, directly below the flush port window). The surgeon was likely unaware of how much pressure was applied at the distal tip. Isi has made several attempts to verify if the reported instrument is available for return to isi for evaluation, however, no information has been provided. If additional information is received, a follow-up MDR will be submitted.